Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hyperglycemia. Customer blood glucose value was above 32.9 mmol/l and after using the insulin pen it lowered to 20 mmol/l. Customer did not fell well enough to troubleshoot at that time. Customer thinking the insulin pump was under delivering the insulin. The device will not returned for analysis.